Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. Insulin was squirting out during the manual prime process. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case at display window corners, minor scratched lcd window, stained end cap sticker, and broken battery cap.